Event description:
It was reported that the screwdriver broke at the head during insertion of a locking 3.5 mm screw into a lisfranc single ray plate. All fragments were removed, and there was no delay to the procedure. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.